Event description:
Reporter indicated the patient had prophylactic vns generator replacement surgery. The previous generator was sutured to the fascia with a non-absorbable suture. It was also noted the vns lead was "twisted" and had the appearance of "twiddling" by the patient. The lead was untwisted and no apparent damage was visualized. Systems diagnostics performed with the resident lead and new generator were within normal limits, and the lead was not replaced. Extra retaining sutures were placed on the new generator to anchor it to the fascia. The explanted generator has been returned and is pending product analysis.

Event description:
Product analysis was completed on the returned vns generator. No anomalies were noted with the generator, and the generator performed per specifications.

Event description:
Reporter indicated a patient's vns generator had migrated in the chest, and the patient was having "focal tenderness" in the neck and chest. The patient had no known trauma, but did have a full body massage performed in (B)(6) 2011. The patient was reported to have "a large vns battery pocket and device is untethered." The vns generator is able to be flipped beneath the skin. The patient has lost 5-10 lbs. Recently. Prophylactic vns generator replacement is planned for (B)(6) 2011.